Manufacturer narrative:
The device was returned to olympus for inspection. The device evaluation found corrosion on the adhesive around the light guide lens, the adhesive around the objective lens, the adhesive on the bending section cover, and on the plastic distal end cover. Based on the investigation results, the most probable cause of the corrosion observed on the adhesives around the light guide lens, the adhesives around the objective lens, the adhesive on the bending section cover, and the plastic distal end cover was component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer returned the colonovideoscope to the service center for a separate issue. During the device analysis, the service repair technician found corrosion on the adhesive around the light guide lens, the adhesive around the objective lens, the adhesive on the bending section cover, and on the plastic distal end cover. There was no patient involvement.